Event description:
I work for a county health dept in (B)(6). I learned from a colleague that the (B)(6) county dept of health found that this product contains an internal part made with a high level of lead. When a young child puts this phone in the mouth (which is an intended, advertised feature of the product), saliva enters the holes in the "microphone" of the toy, contacts the lead component and gives the child a sweet sensation. The (B)(6) doh reports sending this finding to the cpsc over a year ago, based on analysis done by a cpsc-accredited laboratory. However, the product is still available to the public (see (B)(6) and other web sites). Incident location: (B)(6). Document number: (B)(4). Report number: (B)(4). Product description: the first years my phone musical toy: looks like a very simple cell phone with a soft teething ring around the perimeter. Investigators: (B)(6), dir, environmental health, (B)(6) county dept of health, (B)(6), cpsc report (B)(4).